Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1624c124ej, serial/lot #: (B)(4), ubd: 24-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 59mm abdominal aortic aneurysm. It was reported there were no issues or endoleaks observed during the procedure and the patient was discharged following a routine hospital stay. It was reported that 10 days later, the patient presented to hospital complaining of pain in the right foot. A CT scan was performed and revealed a thrombotic occlusion from the distal region of the right endurant limb etlw1624c124ej to the bifurcation of the bifurcated main body. Intervention was performed, and a thrombectomy and percutaneous transluminal angioplasty (pta) were carried out. It was reported the patients symptoms improved. As per the physician the cause of the event was the device being oversized. The etlw1624c124ej was oversized for the 16 mm diameter right common iliac artery (cia) distal region, where calcification and tortuosity co-existed. No additional clinical sequelae were provided and the patient will be monitored.